Event description:
It was reported that the right atrial lead had dislodged. To allow access for replacement, both the right atrial and right ventricular leads were extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors distorted and blood/body fluid (not obstructed), inner insulation kinked buckled, outer insulation breached cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, deformation/fracture in 5cm proximal section of the inner coil. Extension problems. Full lead returned and analyzed.